Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line), which occurred on the homechoice (hc) during dwell 2 of 4. The hp stated the unused supply clamp was open. The technical service representative (tsr) had the home patient (hp) the power cycle hc. The hc alarmed system error 2367 occurred. The tsr had the hp the power cycle hc. The hc proceeded to press go to start. The tsr reviewed proper procedures per the user manual with the patient and informed the hp to start over with all new supplies or perform capd to complete therapy. The sample will not be provided by the hp. The tsr instructed the hp to inform the registered nurse (rn) of system error 2240. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) was confirmed because the patient reported having a clamp open on an unused supply line during therapy. The cause was use error ? Open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.